Manufacturer narrative:
D2b: pro code (product code): lit, dqy. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 20mm proximal of the tip. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon burst before reaching the rate burst pressure. There were no complications were reported.

Event description:
It was reported that balloon burst occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon burst before reaching the rate burst pressure. There were no complications were reported.

Manufacturer narrative:
D2b: pro code (product code): lit, dqy.